Event description:
It was reported that the patient had fallen 3 times in the 4 months prior to the date of the report. It was noted that both of their legs would give out on the patient. The patient also reportedly fell and tore their rotator cuff bruised their arm. It was noted that the patient had gotten concussions and bruised due to falls. It was also noted that stimulation was working for the patient. Additional information received reported that the therapy for the patient¿s leg was supposed to be taken care of with the implantable neurostimulator (ins) therapy. It was noted that the patient could hardly walk and that this started a couple years prior to the date of the report. The patient had reportedly been to the knee doctor and ¿others¿ and all said to have the ¿computer checked.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 3487a, lot# l37151, implanted: (B)(6) 1995, product type: lead. (B)(4).